Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced an error 12:xxx:xxx:xxxx. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: further evaluation by quality engineering, the failure code 12:206:2008:0010 was the last failure to occur prior to device evaluation and is in the same group code as the reported condition. Therefore, since the reported problem of 12:xxx was vague, quality engineering identified this to be a failure code of 12:206. The root cause was assigned to a faulty user interface module printed circuit board, u65, u4, and the u5 s/w. The user interface module printed circuit board was replaced to resolve the reported condition. Additionally, the u65, u4, and u5 s/w were replaced as a precautionary measure. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The condition of a colleague infusion pump with an error 12:xxx:xxx:xxxx was discovered and confirmed in the pump's event history by a baxter service technician. Further evaluation by the quality engineers is still in progress. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.